Manufacturer narrative:
The reported event for lead pullout was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg header was subjected to a lead retention test in both ports and no slippage or pullout was observed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the extensions were slipping out of the ipg header. Imaging confirmed the issue. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.